Event description:
Follow up revealed that the device reached end of life and displayed normal expected device characteristics.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device was explanted and replaced, and therapy was restored post-op.